Event description:
It was reported that as the surgeon was doing the final tightening on the screws, and one of the pins fell out of the syn frame retractor holder and will not hold the radiolucent blade. The pin that fell out could not be found, but the surgeon confirmed by x-ray that pin was not in patient. Additionally, the driver was over-torqued on final tightening and the screwdriver interface is bent and will not lock the screws onto the plate. The surgeon used a backup synframe retractor and u-joint driver to complete procedure. No further problems were reported.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The device was returned and received. The manufacturing evaluation visual inspection stated the tightening bolt for blade is missing. The tightening bolt which is the main part on this event description was not sent with the device. The available instrument passed the required functional test successfully. Due to the missing bolt the conclusion was that this complaint is indeterminate from a manufacturing standpoint.